Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the staple line was incomplete when the appendix was resected. The surgeon had to resect add'l tissue to complete the procedure.